Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that during a charging session, the charger would heat and burn the patients skin. The patient stopped using the scs (spinal cord stimulator) and wanted the device explanted.